Manufacturer narrative:
This bioprosthetic valve has been released from hospital pathology and returned for analysis. Analysis is pending. Upon completion of analysis, a supplemental report will be filed. Based on the available information at this time, no conclusive cause for the event could be determined.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, pieces of the valve aortic wall and a cut dacron ring with a green multifilament suture attached were received with the valve for analysis. The valve appeared distorted; oval shaped. The valve aortic wall appeared to have been cauterized during explant. The non-coronary sinus area appeared to have been damaged or cauterized during explant. A section of the sewing ring appeared everted. All leaflets were slightly stiff but flexible. All leaflets appeared intact except where the free margin of the non-coronary and left cusps appeared to have been cauterized. A large crease was noted in the right non-coronary inferior coaptive area along the inflow of the non-coronary cusp possibly associated with the everted sewing ring. The right non-coronary commissure appeared intact. The non-coronary left commissure appeared to have been intact prior to explant. The top of the commissure appeared to have been grazed by cauterization. A trace of tan thrombotic appearing host tissue was observed in the belly of the non-coronary cusp. Radiography showed no evidence of mineralization in the valve. Conclusion: based on the information provided and the analysis findings, stent distortion is likely due to patient anatomy and or implant technique. The sewing ring was everted which is cautioned against in the IFU as it can damage the valve tissue. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6).

Manufacturer narrative:
The correct date is reflected in this report. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 82 months following the implant of the first bioprosthetic valve ((B)(4)), it was explanted due to pseudoaneurysm. The valve was replaced with a second bioprosthetic valve ((B)(4)) and 28 months post implant the physician noted that the leaflets were functioning well but there were root attachment problems, consistent with reoccurring pseudoaneurysm. It was reported that the walls of the freestyle mini root was damaged. The valve was explanted and replaced with a mechanical valve. There were no adverse patient effects.